Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (button/keypad issue) issue. The patient stated that when the light button was pressed, the pump would revert back to the homescreen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 03/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/08/2016 with the following findings: during investigation, the keypad cover was found to be intact. All the buttons were responsive to user presses. The keypad cover was removed and there was no contamination found under the contacts. The original complaint of the contrast button causing the screen to jump to the home page was unable to be duplicated. The pump was opened to inspect the keypad flex and it was found to be fully seated in the connector with the latch closed. There was no evidence of moisture found internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.